Event description:
The customer reported to beckman coulter that they were running patient samples and were not getting differentials results on the coulter lh 750 hematology analyzer. The customer indicated that a salt build up and wet diluent was noticed on the counter under the shear valve area of the instrument after performing the flow cell unclog functions which did not resolve the issue. The material safety data sheet (msds) information was not reviewed by the customer. The facility has an exposure control/ risk management plan in place. The customer was not wearing gloves or a laboratory coat, but was wearing scrubs. The customer indicated that they did not attempt to clean up the spill. There was no exposure to mucous membranes or open wounds. No medical attention was sought. No erroneous results were generated in connection with this event. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed diluent leaking from lower sheath restrictor. The fse replaced the lower sheath restrictor to resolve the issue. Failure mode was the lower sheath restrictor tubing that needed to be replaced. The non-numeric results obtained by the customer were alerting the operator of the instrument problem. (B)(4).